Manufacturer narrative:
Investigation description: the device exhibited no evidence of external damage or abnormal wear. When placed on the charging pad, the device powered on as designed. However, when the audio menu was accessed and a volume level was selected, no audible output was present. The device was subsequently opened and the original speaker was replaced with a known-good component. Following replacement, audio functionality was restored and operated within specification, confirming the original speaker was defective. The patient¿s complaint was confirmed.

Event description:
It was reported that the user could not hear ilet pump alarms despite maximum volume, and recurring alert 65 occurred indicating audio over/under current with reduced audio functionality; blood glucose was reported as unaffected during the call. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem affecting the audio alarm function. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.